Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient's mother called to report that pump has been randomly emitting occlusion alarms over the last few weeks. Pump is not available at time of call, the patient is at school and as no current blood glucose (bg) issues. Site is changed usually every 2 days. Mom reports that after patient got occlusion alarms and needed to re-prime pump, she thought that she needed to refill cannula each time. This most likely was done 2-3 times per day. At that time patient stated that she had just re-primed pump twice and filled cannula each time. Mother reports that about a week ago (unsure of date) patient had a bg of 37 mg/dl, and she had said that she filled the cannula 2-3 times after getting occlusion alarms and loss of prime. Patient was able to raise bg by eating. Mom instructed patient that she should never fill cannula more than one time; patient is now aware of this, and has not done it in the last couple of days. Mother instructed to call back or have patient call back after school to troubleshoot pump. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.